Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) declared an error code upon initial interrogation. It was determined that it was a da error which is benign and the programmer self-corrects. No adverse patient effects were reported. This product remains in-service.